Event description:
Risk manager became aware of this event on 5/27/98. The dr was using ultraflow irrigation/aspiration handpiece when a tear occurred, resulting in anterior vitreous loss/vitrectomy. Physician and nurse both checked the handpiece and noted a burr in the posterior opening. An anterior chamber intraocular lens was then performed. Company was notified - rep will f/u with the physician.